Event description:
Hill-rom received a report from the account stating the left side rail would not stay up. The bed was located at the account in the emergency room. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the end tube with the latch was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the end tube to resolve the issue. Based on this info, no further action is required.